Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from an hcp on 2019-nov-14. It was reported that the cause of the pump memory error was not determined. On 2019-oct-07 the patient's name, date of birth, pump and catheter model/serial numbers, infusion medication doses, and flex mode infusion rates were re-entered. The manufacturer representative was contacted regarding the occurrence and the event log was reviewed which did not show any motor stalls or abnormal activity. The representative reportedly attributed the memory error code to a possible interrogation update on "the ipad." The representative reportedly confirmed with colleagues that the pump required no additional programming prior to interrogating with the updated information, and a review of the applicaiton screen displayed that the proper version of the pump program was installed. The pump was interrogated and then reinterrogated to ensure proper functioning and storage of the re-entered information. The cause of the alarm not being audible was not determined.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding the implantable drug infusion device and the clinician¿s a810 application. The drug being delivered was 1,000 mcg/ml baclofen (unknown) at 331 mcg/day. The reason for use was intractable spasticity. It was reported that an alarm occurred for pump memory error, but the "pump was not audible alarming.¿ the issue occurred on (B)(6) 2019. The hcp reported with the tablet nothing was in for patient information, drug information, or current infusion settings. Caller reported the reservoir volume was listed at 4.3 res. Caller checked the logs and no issues were seen since the last refill. Caller stated when she checks the reports these codes are seen: 246, 250, 248, 247, 249, 243. It was reviewed the meaning of codes. The caller added previous information and was walked through on how to update the pump. Caller was able to update the pump with the correct information. The caller then checked the pump one more time to see if the issue was still there. Caller confirmed all information was correct. Troubleshooting resolved the issue. A810 software version was (B)(4). There were no symptoms reported. There were no further complications reported/anticipated.